Event description:
On 06/14/2024 it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor flattened on the proximal side, broke on the distal side, and lost its threading during insertion. The case was completed using four additional ar-2324bcc biocomposite swivelock c anchors. This was discovered during a bilateral achilles tendon repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure is misaligned insertion, and prying/leveraging the device during insertion. Complaint allegation is confirmed.